Event description:
2 bouquests of latex balloons were at rear of main information desk of medical center. Despite pre-medication with benadryl 100 mg earlier in day, rptr experienced an asthma attack. They required benadryl 100, proventi hfa 2 puffs, prednisone 60 mg and xopenex 0.63 mg via nebulizer.